Event description:
Had one syringe of restalyne kysse injected into my top and bottom lip. As expected, I immediately experienced swelling, stiffness, and pain in the injection site. However, the pain, tenderness, stiffness, and eventually itchiness persisted. I've had lip filler several times before and was familiar with the healing process, but this situation was different. As I was experiencing these issues, I remained in contact with the office that had injected me. They advised me to wait 2 weeks for filler to settle. However, because the pain was so intense and I was beginning to have nerve pain in my chin, I returned after 8 days to have the filler resolved. The injector agreed that the filler was not healing correctly. I went twice to get it dissolved with hylenex. Although this helped, it was not fully sufficient - the filler remained. I've since gone to a different clinic and have had the filler dissolved once more. It's still not gone and my lips are still itchy and tender. I will have to continue undergoing hylenex treatments until the rest of this filler is gone.